Event description:
It was reported that, during a shoulder arthroscopy, the "mdu powermax elite shaver" significantly overheated and an alarm was generated as consequence. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
Date of report: event description updated.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, the "mdu powermax elite shaver" significantly overheated and an alarm was generated in consequence. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.